Event description:
Event description boston scientific received information that in the immediate post implant period, this implantable transvenous defibrillation lead exhibited increased pacing threshold and impedance measurements. A chest x-ray determined the lead was dislodged. This atrial pacing lead was also determined to be dislodged.

Event description:
Boston scientific received information that in the immediate post implant period, this implantable transvenous defibrillation lead exhibited increased pacing threshold and impedance measurements. A chest x-ray determined the lead was dislodged. This atrial pacing lead was also determined to be dislodged. Additional information was received that this device was explanted due to elective replacement indicator (eri) and returned for analysis. No further allegations or adverse effects since the original event have been reported.

Manufacturer narrative:
The pocket was opened and the cardiac resynchronization therapy defibrillator (crt-d) was removed. When attempting to loosen the distal right ventricular setscrew, it was found to be loose. Once the setscrew was tightened all lead measurements were normal. The atrial lead was repositioned and also exhibited normal lead measurements. No adverse patient effects were reported. No additional information is available. If more information becomes available, the event will be reopened. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.